Manufacturer narrative:
The biomedical engineer (bme) reported that the display screen on the bedside monitor (bsm) failed. It is unknown if the device was in patient use at the time. The customer has requested the part number for the inverter board as they would like to replace this part in order to resolve the issue. Nihon kohden technical support provided the customer with the requested part number. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the display screen on the bedside monitor (bsm) failed.

Event description:
The biomedical engineer (bme) reported that the display screen on the bedside monitor (bsm) failed.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2018 that they needed part number for the inverter board as their screen went out. Service requested: information on part number service provided: information on part number investigation result: the bsm (mu-671ra; sn: (B)(6) was placed into service on 02/23/2012, which is over 6 years prior to the reported issue. A review of device history found no previously similar reported issues with the unit or nka servicing. Similar tickets using "mu-671ra unit went out", "mu-671ra shutdown", "mu-671ra bsm won't power on" gave no result. Similar tickets using "mu-671ra won't power on" found the following: 27471- device won't power on; root cause: unknown due to customer being unresponsive based on device service history and similar tickets, there is no suspected adverse trend of the device and there is no indication of design deficiency. The cause of the issue was determined to be failure of inverter board (913968a). Bsm-6000 service manual provides troubleshooting of the bedside monitor and advises customer on proper action to take upon failure of the inverter board. The root cause of the issue was unable to be determined as the device was not returned to nk for evaluation. Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, refurbishing, or other suspected defects. Additional information: b4. Date of this report. E2-3. Initial reporter. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information . H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.